Event description:
Customer reported the lid can be open during cycle.

Manufacturer narrative:
It was reported that the lid latch opened during analysis. There is no reported impact to operator or patient samples. The unit is being returned to (B)(4) for analysis.